Manufacturer narrative:
(B)(4). D10: item#: unknown, unknown humeral stem, lot#: unknown. Item#: unknown, unknown bushing kit, lot#: unknown. H6: proposed component code - mechanical (g04)- stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an elbow arthroplasty. Subsequently, the patient was being considered for a revision due to unknown reasons. Attempts have been made and no further information has been provided.